Event description:
It was reported that, increased capture thresholds and loss of sensing was observed on the right ventricular (rv) lead. Micro-dislodgement of the rv lead was suspected but this was not confirmed. The rv lead was explanted and replaced to resolve this event. The patient was stable.